Event description:
It was reported that the irrigation on anspach console stopped working late in the case. The bag was squeezed by a staff member throughout the remainder of the case to provide irrigation. No surgical delay or patient injury reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was returned for investigation. Functional test of the returned anspach console irrigation passed. The irrigation worked as expected; it produced a flow of fluid through the tube which increased as the irrigation level was increased. The reported event could not be duplicated. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar event. The navio system for unicondylar knee replacement user's manual released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and pump for irrigation. This failure is an identified failure mode in the risk assessment. We were not able to confirm there was a relationship established between the reported event and the device. No problem found with the device.